Event description:
IV extension tubing to central line came apart. Believe this contamination led to gram positive septicemia. Original recommended tubing for this purpose was not available, was on back order. Manufacturer then recommended substituting their baxter interlink extension set. This extension or "pigtail" set came apart on several occasions for different patients. Other problems reported with the extension tubing included cracking, falling apart and distal caps pulling apart from tubing.